Manufacturer narrative:
Device has been explanted and returned to the patient. Product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: in 2007, it was reported that a patient underwent a multi-level spinal fusion with posterior instrumentation. Approximately 2 months post-op, the patient underwent a revision surgery to replace one setscrew that has backed out at l5. No patient complications were reported.